Manufacturer narrative:
The arjo representative was notify about the event involving maxi move passive floor lift and sling. It was reported the patient was transferred from a bed to a chair, when the patient was raised the device spreader bar detached. As a consequence of the event the patient fell out from the device on the floor. No injury was sustained. After the event, the arjo representative evaluated the claimed device. The device evaluation revealed that one of the spreader bar guiding pin was broken off. No other malfunction was found. The lift was assessed as in good condition. The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. If they are missing, bent or damaged, the shape of the spreader bar will still encapsulate the t-bar. It is possible the pin breaks off when treated roughly: having the spreader bar collide with objects. The maxi move instruction for use (IFU), operating and product care instructions, is provided with each device. IFU ((B)(4)) warns: ¿before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib¿. It was found under internal simulation that, if one guiding pin is broken off, the spreader bar locking clip could potentially be ineffective in case when the spreader bar is lowered onto an object (such as wheelchair arm). To conclude, arjo maxi move passive lift played a role in the complaint issue when the event occurred. The patient was transferred at the time when the event occurred. Although device did not meet its performance specification because the spreader bar¿s locking pin was broken. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Manufacturer narrative:
"Addional" information will be provided upon investigation conclusion.

Event description:
It was reported that resident was transfer from a bed to a chair. When the patient was raised the device spreader bar detached from the lift. As a consequence of the event the patient fell on the floor. No injury was sustained.